Event description:
The surgeon removed the patient's tmj devices due to infection.

Manufacturer narrative:
The pathology tests confirmed that the patient had a propionibacterium acne infection, so the surgeon removed the devices and plans to replace them soon.

Manufacturer narrative:
The patient developed pain and swelling and decreased range of motion. The surgeon performed an exploratory surgery and discovered a bone screw was loose in the right fossa component and found granulation tissue around the implant. Lab results show the patient has an infection. The surgeon plans to remove the devices.

Event description:
The surgeon replaced a loose bone screw in the right fossa component.